Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the degasser to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for multiple chemistries including sodium, chloride, calcium, phosphorus, albumin, total protein, uric acid, cholesterol and triglyceride on their dxc 700 au clinical chemistry analyzer. The results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Only provided sodium results for one patient.